Manufacturer narrative:
A patient was experienced ineffective therapy due to high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: e1 - physician's information and facility.

Event description:
Additional information indicates the patient had their system explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing ineffective therapy due to high impedances on several lead contacts. In turn, the patient may undergo surgical intervention to replace the lead to address the issue.